Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure when tvt implanted? Were there any intra-operative complications? Product code and lot number? Was any deficiency or anomaly of the mesh? If yes, please describe it. Other relevant patient history/concomitant medications/concurrent procedures? Onset date/time of the groin pain from surgery? What medical intervention was given for the pain management? Results? Please specify what the ¿division tape¿ mean? When was ¿previous division tape¿ occurred? How was this ¿previous division tape¿ confirmed and when? Date, diagnosis/indication and surgical findings of mesh removal surgery? What is physician¿s opinion as to the etiology of or contributing factors to these events (groin pain and division tape)? What is the patient's current status? Was the pain resolved? Events were reported via 2210968-2020-02819.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain, groin pain and underwent tape division.